Event description:
The customer stated that the power supply for the tdx analyzer stopped working. The customer observed white smoke coming from the power supply. An abbott field service representative (fsr) identified that the power supply was damaged. The fsr replaced the power supply to resolve the issue. There was no report of injury.

Manufacturer narrative:
A labeling review found the tdx tdxflx analyzer service manual, and the tdx system operation manual labeling is adequate for this issue. A review also found the safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A review of quality metrics found no adverse trend for issues with tdx power entry assemblies. A review of tdx serial no. (B)(4) service history found no additional service requests or complaints for smoke or power entry assembly issues. No service history issues for tdx serial no. (B)(4) were identified. The complaint information reasonably suggests a malfunction of a tdx power entry assembly occurred. However, investigation did not identify a systemic deficiency for the tdx power entry assembly. (B)(4).